Event description:
As reported via legal documentation, a patient had left total knee arthroplasty(B)(6) 2011 due to degenerative arthritis. The patient subsequently required arthroscopic lysis of adhesions and manipulation of left knee under anesthesia, and later developed a pulmonary embolus. A CT scan confirmed catastrophic loosening of the femoral component. They underwent left knee revision surgery (B)(6) 2019, approximately 7 years 7 months post primary procedure. Revision surgeon noted there was extensive synovitis surrounding the prosthetic knee joint, and that the femoral component was grossly loose. The tibial component had erosions anteriorly that remained well fixed posteriorly. There was extensive fibrinous debris at the distal femur and proximal tibia. It was also noted that none of the cement on the femoral component had bonded to the femoral component. Additionally, the patient had a firm soft tissue mass in the popliteal fossa, and a large synovial cyst with fibrinous debris and synovium. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and femoral loosening. Or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.